Event description:
Patient was in surgery having cea performed and received 8,000 units of heparin and act result was 173 at 12:11pm. Pt was given 5,000 more units of heparin at 12:30 pm and act result was 213. Pt received an add'l 10,000 units of heparin at 12:39 pm and act result was 308.